Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was over 600 mg/dl. Also, the patient had high ketones. The patient tried to treat with multiple daily injections. However, the patient went to the emergency room for five hours. Moreover, the infusion set was used for twelve to fourteen hours and site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6009805 have already been previously tested in the complaint (B)(4) on 01/jul/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6009805 was manufactured according to the work instruction (wi) version 117 manufactured in the line l-10, on 15/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6009805 and other 3 complaints have been registered in database for the same lot and malfunction code. Conclusion and summary: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.